Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3004788213-2022-00111.

Event description:
It was reported that twice, the cervical cage was put in place and then impacted to insert the anchoring plate. Radiological control shows that the impact caused the cage to move, but the stop on the inserter should have prevented this. At the third placement, the surgeon was able to place the anchoring plate in the cage by gently impacting it without moving it. Patient impacts: on waking up, the patient was found to have a tetraplegia. The CT scan reveals an edema +++ with immediate spinal decompression. The patient was placed in intensive care. This is report one of three for this event.

Event description:
It was reported that twice, the cervical cage was put in place and then impacted to insert the anchoring plate. Radiological control shows that the impact caused the cage to move, but the stop on the inserter should have prevented this. At the third placement, the surgeon was able to place the anchoring plate in the cage by gently impacting it without moving it. Patient impacts: on waking up, the patient was found to have a tetraplegia. The CT scan reveals an edema +++ with immediate spinal decompression. The patient was placed in intensive care. This is report one of four for this event.

Manufacturer narrative:
Corrections in b5 and b6. Additional information in h6: component, investigation type, findings, and conclusions. Device evaluation: the products were not returned and no photos were provided, so a physical evaluation is unable to be performed. The product development team analyzed the x-ray images that were provided and came to the following conclusions: photo "(B)(4)" shows that the adjustable stop is not at ¿initial¿ set. Based on manual measurements on the photo, it is estimated that the stop is back at 3mm instead of 1mm. As a result, the ta marker (black point) penetrates in the canal, behind the posterior wall. This suggests a user error. Photo "(B)(4)" shows that the superior anchoring plate is inserted first. The surgical technique recommends to insert the inferior anchoring plate first. Also, the axis of the implant holder is not parallel to the inferior vertebral body surface. This suggests that the bottom side of the cage is not in contact with the bony endplate of the inferior vertebrae. This suggests a user error. This photo also shows the ta marker is into the canal, but it does not seem to have moved much during insertion of the anchoring plate. The surgical technique recommends using fluoro imaging during cage and anchoring plate insertion. Root cause: a definitive root cause cannot be determined with the information provided. Based on the inspection details provided by the product development team (see above), it is possible that user error contributed to this issue. DHR review: the dhrs for the cages were reviewed. There are no indications of manufacturing issues which would have contributed to this event and the devices were likely conforming when they left zimvie¿s control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.